Event description:
It was reported that the device had system error 120.4610. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that pcu alarms for error code 120.4610 and a bad power supply board was confirmed in the log review and replicated during testing, the issue was determined to due to a defective power supply board. The suspect pcu power supply board was temporarily replaced with a known good dchu pcu power supply board for testing purposes only. The pcu was powered on and did not reproduce the reported error code. Functional testing was performed on the pcu, and no problems or anomalies were found related to the reported event. The original pcu power supply board was re-installed and powered on, the suspect pcu replicated the reported system error. The pcu s/n (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). An external and internal inspection was carried out and no problems or anomalies associated with the complaint reported by the facility were found. Only the power supply board was found to be defective. The log review revealed that error code 120.4610 (error code: 120.4610 - psp_charge_level_low_failure) occurred thirty-three (33) times on different days. First occurrence on february 25, three (3) times. Then repeated on march 4, 2025, once, march 5 three (3) times, march 7 two (2) times, march 8 three (3) times, march 9 six (6) times, march 10 four (4) times, march 12 four (4) times, and march 13 seven (7) times. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace pcu power supply board. Device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported issue, involving pcu alarms for error code 120.4610 and a faulty power supply board, was determined to be a defective pcu power supply board.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had system error 120.4610. There was no patient involvement.